Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 476 mg/dl. Customer reported the infusion set cannula was bent. After troubleshooting, customer will not be returning the device for analysis.